Manufacturer narrative:
Product complaint #: (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, the stent of a 4mmx23mm enterprise2 no tip (enf402300, 5964700) pre-deployed in the prowler select plus microcatheter 150/5cm (606s255x, 30306203). The enterprise became ¿stuck¿ in the prowler select plus and was not able to come out. The physician pulled it out. There was no patient injury reported. No additional information is available. A non-sterile prowler select plus 150/5cm was received on a pouch with a stent of an enterprise2 4mmx23mm no tip stuck inside the hub. The device was inspected, and it was noted in good normal conditions, however, the dry saline solution was observed throughout the device. No other anomalies were observed during the visual analysis. The stuck condition noted on the stent is related to a premature detachment and this condition is probably related to the handling of the device during the procedure, however, this cannot be conclusively determined. It was tried to remove the stent from the microcatheter, and it was possible to remove it; however, during the removal, the stent was damaged. After the removal of the stent from the device, the prowler select plus 150/5cm was flushed using a lab sample syringe and after that, a lab sample guide wire was inserted in the micro-catheter and was advanced until the distal tip without any difficulty. No resistance/friction was felt during the functional test. After the removal of the stent from the device, the ID and the od from the microcatheter were measured and were found within specification. A manufacturing record evaluation (mre) was performed for the finished device 30306203 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿catheter (body/shaft)- obstructed with mc loss of cerebral target position¿ was confirmed. During the analysis, it was found that the stent of an enterprise2 4mmx23mm no tip was stuck inside the hub of the prowler select plus 150/5cm, the stent was removed from the microcatheter, however, it was damaged during the removal. The stuck and premature detachment from the stent conditions observed on the device are related to customer complaints and appear to might have been caused by the handling applied to the device at the procedure time, however, this cannot conclusively determine. Although the customer complaint was confirmed due to the stuck condition, this condition could be related to the handling of the enterprise2 4mmx23mm no tip during the procedure, since no damages or anomalies were observed on the prowler select plus 150/5cm during the functional test. A lab sample guide wire was inserted in the micro-catheter and it advances until the distal tip without any difficulty, no resistance/friction was felt during the functional test. Neither the analysis nor the mre suggests that the failure reported by the customer could be related to the manufacturing process. The instructions for use (IFU) warn to never advance or withdraw an intraluminal device against resistance. The movement or force of the catheter or guidewire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guidewire. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint.

Event description:
As reported by the field, the stent of a 4mmx23mm enterprise2 no tip (enf402300, 5964700) pre-deployed in the prowler select plus microcatheter 150/5cm (606s255x, 30306203). The enterprise became ¿stuck¿ in the prowler select plus and was not being able to come out. The physician pulled it out. There was no patient injury reported.